Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the small battery drive device was making a strange noise. There were no delays to the planned surgical procedure as a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was noisy, the forward trigger is sticking, the device had low power and stopped working during the power test. Therefore, the reported condition was confirmed. It was further reported that the electronic motor was not functional and the wires on electronic control unit were damaged. The assignable root cause was determined to be due to wear on mechanical and electronic components from repeated sterilization and normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.